Event description:
Customer reported image rotation is not holding, and the exposure button is sticking. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and repaired the exposure switch and replaced the fluoro functions board. System operates as intended.